Event description:
The pt was seen in the emergency room for withdrawal after the pump was filled with saline. The hcp indicated that there "is nothing wrong with the pump". Insurance will no longer reimburse the hcp for refills. The pt has been supplemented with oral medications and duragesic patches.